Event description:
This case was initially received via regulatory authority FDA (reference number: mw5043936) on 01-oct-2015. The most recent information was received on 26-apr-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia ("long (8+ days) heavy menstrual cycles with palm size blood clots/heavy menstrual bleeding") in a female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concomitant products included hydrochlorothiazide, iron (iron tablets), levothyroxine sodium (synthroid), nebivolol hydrochloride (bystolic), valsartan and verapamil. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), pelvic pain ("right lower pelvic pain"), anaemia ("anemic") and dyspareunia ("painful during intercourse"). The patient was treated with surgery (scheduled to undergo a surgical procedure to remove essure in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain and anaemia outcome was unknown and the menorrhagia and dyspareunia had not resolved. The reporter considered abdominal pain to be related to essure. The reporter provided no causality assessment for anaemia, dyspareunia, menorrhagia and pelvic pain with essure. The reporter commented: she had made these issues known to her gynecologist on numerous occasions and was given the options of a hysterectomy. However, she declined at that time. Disability/permanent damage was mentioned but not specified and/or assigned to one of the events. She was schedule to undergo a surgical procedure to remove the essure devices in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed proper placement of the coils. Quality-safety evaluation of ptc: batch number 626598 (production date feb-2008, expiration date jan-2010). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. A review of similar cases for the reported batch resulted in no unusual pattern identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 26-apr-2017: legal claim received - indication and start date of essure were updated, lab data provided and the event "abdominal pain" was added. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported adverse events including abdominal pain and (8+ days) heavy menstrual cycles with palm size blood clots/heavy menstrual bleeding. A surgery was scheduled to remove essure in (B)(6) 2017. Abdominal pain and menstrual cycle changes are highly prevalent in women, and may have several causes. In this case, no alternative explanation was given for the events. This case was upgraded to incident upon receipt of a legal complaint, since a surgical intervention is planned. A review of similar cases for the reported batch resulted in no unusual pattern identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. An updated product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043936) on 01-oct-2015. The most recent information was received on 12-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('long (8+ days) heavy menstrual cycles with palm size blood clots/heavy menstrual bleeding') in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension. Concomitant products included hydrochlorothiazide, hydrochlorothiazide (hctz), iron, levothyroxine sodium (synthroid), nebivolol hydrochloride (bystolic), valsartan, valsartan (diovan) and verapamil. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("right lower pelvic pain/ pain"), dyspareunia ("painful during intercourse/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), anaemia ("anemic") and abdominal pain lower ("lower abdominal pain"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (scheduled to undergo a surgical procedure to remove essure in may 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, anaemia, dysmenorrhoea, vaginal haemorrhage and abdominal pain lower outcome was unknown and the menorrhagia and dyspareunia had not resolved. The reporter provided no causality assessment for anaemia, dyspareunia, menorrhagia and pelvic pain with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: she had made these issues known to her gynecologist on numerous occasions and was given the options of a hysterectomy. However, she declined at that time. Disability/permanent damage was mentioned but not specified and/or assigned to one of the events. She was schedule to undergo a surgical procedure to remove the essure devices in may-2017 leave taken from this job or other job for medical reasons-thyroid surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed proper placement of the coils total bilateral occlusion. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs received- new events abnormal bleeding (vaginal), dysmenorrhea (cramping), lower abdominal pain were added. New reporter, patient information, medical history, treatment, historical and concomitant drug were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5043936) on 01-oct-2015. The most recent information was received on 26-apr-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia ("long (8+ days) heavy menstrual cycles with palm size blood clots/heavy menstrual bleeding") in a female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concomitant products included hydrochlorothiazide, iron (iron tablets), levothyroxine sodium (synthroid), nebivolol hydrochloride (bystolic), valsartan and verapamil. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), pelvic pain ("right lower pelvic pain"), anaemia ("anemic") and dyspareunia ("painful during intercourse"). The patient was treated with surgery (scheduled to undergo a surgical procedure to remove essure in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain and anaemia outcome was unknown and the menorrhagia and dyspareunia had not resolved. The reporter considered abdominal pain to be related to essure. The reporter provided no causality assessment for anaemia, dyspareunia, menorrhagia and pelvic pain with essure. The reporter commented: she had made these issues known to her gynecologist on numerous occasions and was given the options of a hysterectomy. However, she declined at that time. Disability/permanent damage was mentioned but not specified and/or assigned to one of the events. She was schedule to undergo a surgical procedure to remove the essure devices in (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed proper placement of the coils. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: quality-safety evaluation of product technical complaint. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.